Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to co for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 4/16/97.) (Pt's current status: unk- rpt'd 4/16/97.)